Event description:
It was reported via repair work order that the bed had loss of all motor functions from siderails/footboard due to lockouts were not illuminating on the footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.